Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the customer's network interface card (nic) board, level module, and ultrasonic red and yellow level sensors to all operate as intended. The pst connected all the components to the lab use only (luo) heart lung machine (hlm) and all parts passed all testing. There was no observation of any anomalies. The yellow level sensor related to this complaint; part number: 195215, serial number: (B)(6) UDI: (B)(4). The red level sensor related to this complaint; part number: 195274, serial number: (B)(6) UDI: (B)(4).

Manufacturer narrative:
The field service representative (fsr) was not able to verify the reported issue, but level alarms were seen in the system logs. The level module, flow module, and occluder module that were experiencing issues were all connected to the same network interface card (nic) board. He replaced the nic board and the level sensors. A few days later the perfusionist experienced the same level system phantom alarms. The fsr returned to the user facility and replaced the level module and the level sensors. The unit operated to the manufacturer's specifications. The suspect devices will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was having phantom alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. The team received phantom alarms on the hlm during cpb. The manufacturer's clinical specialist spoke with the perfusionist regarding the additional messaging area that did not have any listed alarms for the cause. The perfusionist was informed that this may occur when the level sensing system (cable sensor) couples and de-couples quickly. The team did check to make sure the cables for the sensing system were new, and they do place the pads and sensors on per the instruction for use (IFU). There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.